Event description:
It was reported that the patient with this non-boston scientific right ventricular (rv) lead exhibited loss of capture, which result in cardiopulmonary resuscitation. It was noted the patient had a temporary wire placed. Troubleshooting options were discussed. The sensitivity and the output settings were adjusted. The patient is continuing to be monitored. At this time the rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).